Event description:
A cartridge change error was reported with a pump, yet there was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to remove the cartridge, inspect and clean the pump, particularly the pneumatic tap area, and confirm the attachment of a new cartridge. The caller successfully completed the load process and resumed insulin delivery.